Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the reported symptom of door latch issue as a door not fully latched alarm when loading a set and closing the door. Additionally, this was confirmed through review of the event history log by the occurrences of door jammed! Alarms. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a door latch issue. It was also reported that there was no patient involvement.